Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported during the implant attempt that the physician tried to position the lead several times but was unable to achieve desired parameters. The lead was not used and a new lead was implanted. No patient complications were reported as a result of this event.